Manufacturer narrative:
(B)(4). It has been communicated that the product will not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that the peritoneal catheter migrated after implant. The peritoneal catheter was protruded to the peritoneal outer wall. It was reported that the abdominal catheter deviation occurred. The revision surgery for the abdominal catheter was performed. No further information was provided by the hospital. The product will not be returned to your site.